Manufacturer narrative:
The lens was explanted on 11 apr 2018 due to low vaulting and refractive surprise. The lens was exchanged for a longer lens and the problem was resolved. The patient is happy. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. Work order search- no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.0/+2.5/91 (sphere/cylinder/axis) , in the patient's right eye (od) on (B)(6) 2017. The patient experience low vault and refractive surprise. The lens currently remains implanted.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).